Event description:
It was reported that patient (pt) was having some weird things happening with their recharger. Patient then said they had a weird experience the other day where they lost track of when they had charged and their device died. Patient charged their device and it got to 40% very quickly and they expected their charge to last them 4-5 days. A couple of days went by and patient said the device died unexpectedly in the middle of sitting in a meeting. Patient got home and plugged it in and as soon as they put the charger over it was at 30%. Patient tried to turn the device on and it said it didn't have enough power to turn on so they charged it to 40%, turned it on. Patient continued to charge and charged to 100% per the handset, but they didn't get the chimes after that until about a half hour later. During the call the patient turned the handset on and the handset was reading 100%. Patient mentioned that they usually are able to go a week without needing to charge. Agent asked if there had been any recent therapy adjustments made and the patient said no, they have made some small adjustments but not in the last month. The issue was not resolved through troubleshooting. Patient had to end call and agent reviewed manufacturer representative (rep) will call them back after agent consults with team. Agent called patient back and reviewed that implantable neurostimulator (ins) battery percentage displaying on handset should be accurate. Agent reviewed that if patient continues encountering inaccuracies they should follow up with healthcare provider (hcp) for a device check and pulling charging logs. Agent also reviewed charging more frequently. Manufacturer representative (rep) called and said they were having issues with the recharger application and charging their implantable neurostimulator (ins). Rep said the ins therapy turned off last tuesday because the patient (pt) forgot to charge. Rep said pt got charge of ins up to 30%, but could not turn therapy on. When pt tried to turn therapy on, recharger application displayed message that said the battery was too low to turn therapy back on. Pt then charged up to 40% and was able to turn therapy back on. Then, ins drained between tuesday and thursday and ins therapy shut off again. When charging on thursday, pt was able to charge and turn therapy back on. Rep looked at charging diaries today and saw the charge displayed 0-10% charging for a few minutes and then there was a gap. The pt started another charging session and the ins was at 30%. Rep asked what would explain the gap between 10% and 30%. Rep said the pt charged and it took about 1 hour 20 minutes for the pt to charge from 0%-100%. Rep was made aware of the issue on friday.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturer representative (rep). Rep spoke with patient and they think the time stamp might be off on their recharge schedule because he says he charged overnight between the 10th and 11th (around 2am). He thinks the charger app is not displaying his charge correctly and that's why he is having these issues. He states he went to charge on the 10th and it showed 30%. He could not turn therapy on so he thinks he was really less than 10%. Also, he cannot trust he actually got to 60% that day because shutting off less than 2 days later is not in line with how much drain his battery typically gets. Finally, he really stressed that it took at least a half hour between seeing 100% and getting the 6 beeps, despite having an excellent connection (he monitors this very closely). Therefore he doesn't trust he was really at 100% when he saw that number on the recharger app.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.